Event description:
As reported by our affiliate from (B)(4), during a transfemoral transcatheter aortic valve replacement, a 23 mm sapien 3 valve was deployed in the native aortic position. The patient developed methicillin resistant staphylococcus aureus bacteremia and transthoracic echocardiography indicated infectious endocarditis. It was like a fulminant form and the patient expired on postoperative day four. No clear cause of death was reported. Additional information is not available.

Manufacturer narrative:
Investigation of this event is ongoing . Device remains implanted.

Manufacturer narrative:
Per the instructions for use (IFU), heart failure is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs. Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night. A limited ability to exercise is also a common feature. Chest pain, including angina, does not typically occur due to heart failure. Common causes of heart failure include coronary artery disease including a previous myocardial infarction (heart attack), high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. These cause heart failure by changing either the structure or the functioning of the heart. There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax. The severity of the disease is usually graded by the degree of problems with exercise. Heart failure is not the same as myocardial infarction or cardiac arrest. Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problems, anemia, and thyroid disease. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by edwards lifesciences, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards- multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards- valves as provided to customers. Therefore, the probability of endocarditis related to edwards- bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Etiology of heart failure is various as described above; therefore, it was difficult to determine possible cause of the reported heart failure. For the infectious endocarditis, the source of infection could not be confirmed. Per report, blood culture was positive with staphylococcus mrsa. However, per literature review, mrsa is a major nosocomial pathogen that causes severe morbidity and mortality in many hospitals worldwide. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate from japan, during a transfemoral transcatheter aortic valve replacement (tavr), a 23 mm sapien 3 valve was deployed in the native aortic position. Post procedure, the patient was quarantined in the ICU for a week as a precautionary measure because the patient-s family was covid-19 positive although she was negative. During the quarantine period, a central venous catheter was kept inserted. She developed heart failure and medication was required during this period. On postoperative day 26, body temperature was 39 degree c and ceftriaxone sodium hydrate was given. However, blood culture indicated methicillin-resistant staphylococcus aureus (mrsa) and medication was changed to vancomycin. On post op day 29, transthoracic echo (tte) showed a thickening on the posterior wall of the mitral valve and it was thought to be infectious endocarditis. On post op day 34, tte indicated thickened aortic valve, mitral valve and tricuspid valve. On post op day 35, transesophageal echo demonstrated thickened aortic valve and mitral valve were fused which was considered inoperable. On the same day, the patient expired. The cause of death was not reported.